Event description:
It was reported that a patient had an adverse reaction to perioral and glabellar treatments with hydrelle. Four weeks after the product was placed, she developed upper lip swelling limited to the lateral third. One adjacent line in the center was getting hard and red. It ended up being a sterile abscess and responded to drainage. Two weeks later, she returned with swelling to the left lower lip and redness and swelling in the glabella. Left lower also had to be drained. She was treated with hyaluronidase. She had no further inflammation.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.